Event description:
Filter placed in patient's inferior vena cava without difficulty. Six weeks after placement the patient developed large retroperitoneal hemorrhage and lumber artery laceration/pseudoaneurysm. This was successfully treated. Lumbar artery injury was presumed by a CT scan performed in march 2004, weeks after placement which demonstrated one of the filter hooks abutted a crossing lumbar artery.